Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A health professional reported that treatment stopped in the middle of a procedure. Treatment was able to be continued by reloading the treatment as the original treatment had not started. Upon follow up, patient is reported to be good. The treatment stopping did not affect the end result. Laser was stopped after the doctor fired for 0.5 seconds. After 10 minutes while stroma was covered with created flap and contact lens, the same treatment was programmed again.

Manufacturer narrative:
Device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. During a technical onsite visit, the field service engineer (fse) replaced the shutter. The system meets specification per service installation record. Shutter received and failure investigation was performed: visual inspection of the shutter showed no obvious damages. The shutter could be opened and closed by hand without issue. No malfunction of shutter or system could be confirmed. According to logfile and attached picture, the pupil was lost by the system and therefore treatment stopped. The customer reported a message was displayed during surgery. Thus, the treatment was interrupted by the device automatically based on the safety system. The device stopped the treatment as the pupil was not detected by system. It could be that the patient was very nervous and moved his eye strongly so the laser system lost the patient's pupil and stopped firing automatically based on safety system. A protection against a fault functioned correctly, i.e. The device worked as intended. The safety system is intended to prevent serious deterioration in state of health or death. The user has to confirm the center of ablation again but the center of ablation was not achieved again and the system informed the user about the actual status via the reported message. This issue is not related to the shutter so no malfunction could be confirmed. The product meets specifications and safety system worked as intended. Contributing factors are user handling - as the user has to center the ablation again to perform the further treatment and a nervous patient who moves his eye strongly. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Logfile review for the reported treatment shows that a shutter error warning message was shown and the user had to step off and on again on the laser pedal to continue. The pupil was lost by the system and the user had to confirm the center of ablation again but it wasn´t achieved and the system informed the user about the actual status via the reported message treatment stopped. During technical onsite visit, the field service engineer (fse) replaced the shutter. The system meets specification per service installation record. The root cause could not be determined conclusively. (B)(4).